Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 12 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was diagnosed with hypoglycemia by the healthcare provider. Customer was treated with glucose and drip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 12 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was diagnosed with hypoglycemia by the healthcare provider. Customer was treated with glucose and drip. There was no report of death or permanent impairment associated with this event.